Event description:
Information received by medtronic indicated that the insulin pump had a crack on the body. No harm requiring medical intervention was reported. The customer discontinued to use the device.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer alleged pump has cosmetic damage (cracked backside of pump) causing high blood glucose. The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and found moisture damage on the electrical board 1 noted. Unable to confirm alleged high blood glucose. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, cracked battery tube threads, and missing display window/cover. Customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, and cracked battery tube threads was noted. Moisture damage confirmed on the electrical board 1. Unable to confirm alleged high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.